Event description:
Lasik surgery was done to left eye for mono vision. After 2 months, my vision in the corrected eye remained with double vision. I made an appointment with the surgeon that performed the procedure, and he did extensive testing and determined that the suction from the apparatus that holds your eye open caused a cataract to form creating the blurred vision. I did not buy that and went to another eye doctor who tested my vision and said everything looked good in regards to the healing process, but that my vision has been over corrected. They gave me a contact to wear and it improved my vision some what. They said there is no sign of a cataract and not to let any one do surgery on my eye. They also said the doctor performing the surgery should have dilated my eyes when I was screened for the surgery. After I requested my files from the office that did the surgery my next visit to them revealed that the cataract had mysteriously disappeared. The surgeon suggested that he could lift the flap on my eye and do some more corrective surgery, but I suggested that we wait to see if it improved with time and he agreed. He finally admitted that my eye was over corrected. He never has offered to give me a contact to correct my sight or suggested anything of the sort. I have another appointment with the doctor that gave me my second opinion but he made it sound like there is nothing that can be done to correct it. So now I have a left eye that sees double and can no longer see close up. Thank god I did not do my right eye. Oh and the doctor that did the surgery told me that my vision is good enough to pass a drivers license eye test and anything more would just be fine tuning it.